Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of abnormal voltage values was confirmed; however, the reported event of fluid ingress within the system controller and the controller ¿chirping¿ was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and log file was submitted ((B)(6)) and downloaded ((B)(6)) for review. A review of the log files showed overlapping events spanning approximately 3 days ((B)(6) 2023 ¿ (B)(6) 2023, (B)(6) 2024 per timestamp). Events occurring on (B)(6) 2024 were recorded during testing at abbott. Atypical relative state of charge (rsoc) voltage values were recorded on (B)(6) 2023 from 10:50:37 - 11:01:19. The voltage values ranged from 4.5 - 7.5v on the white power cable while connected to battery power. Additionally, an atypical power cable disconnect alarm that was associated with an rsoc_invalid fault on the white power cable was active during this time on (B)(6) 2023 at 11:00:51. The abnormal voltage values may have contributed to the reported event of the controller chirping. Voltage returned to its expected value following this event. Pump operation was not affected. The driveline was disconnected on (B)(6) 2023 at 13:37:22. There were no other notable alarms active in the log file. The system controller was functionally tested and passed all testing. The controller was able to operate a mock loop for extended duration without any issues or alarms activating. Additional testing was performed with the returned modular cable, battery clips and 14v li-ion batteries. The controller functioned as intended while connected to the returned equipment. The controller was opened and visually inspected. No fluid residue was observed within the controller. A root cause for the reported events was unable to be conclusively determined through this investigation. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate 3 instructions for use section 1 entitled ¿introduction¿ states that ¿if heartmate 3 patient are approved for showering, they must always use the shower bag. When installed properly, the shower bag protected external system components from water or moisture. If external system components have contact with water or moisture, the pump may stop¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had a period of intermittent chirping from their system controller that resolved before any equipment exchange. Related manufacturer reference number: 2916596-2024-00370 (battery clip). Related manufacturer reference number: 2916596-2024-00371 (14 v battery). Related manufacturer reference number: 2916596-2024-00372 (battery clip). Related manufacturer reference number: 2916596-2024-00373 (battery clip).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that patient soaked their external equipment while the shower bag was in use. The patient noted that the amount of water was significant and had to be poured out of the bottom of the bag. The patient had a period of intermittent chirping from their system controller. There were no alarm or hazard lights on during the event, or any messages on the system controller screen. The event log files captured a low voltage event on 15nov2023, but nothing that pertained to the water ingress event. The event log files also captured a few abnormal voltage values on 21dec2023 between 10:50 and 11:01 that occurred on battery power. The patient confirmed that the modular connector was wrapped, sealed, and uncompromised. The patient came to clinic and all external equipment, including the modular cable, were exchanged. Related manufacturer reference number: 2916596-2023-08988 (modular cable) related manufacturer reference number: 2916596-2023-08989 (shower bag).